Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative, regarding a patient receiving dilaudid (15mg/ml at 6mg/day) and bupivacaine (15mg/ml at 6mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient was out of town and went into the emergency room (ER) because their pump was alarming. The pump was interrogated on (B)(6) 2015 and confirmed motor stalls. There were repeated motor stalls. A motor stall occurred on (B)(6) 2015 at 16:12 with a motor stall recovery on (B)(6) 2015 at 20:15. Another motor stall occurred on (B)(6) 2015 at 14:13 with a "stopped pump period may exceed" on (B)(6) 2015 at 14:13. The cause of the motor stall was not determined. The pump was turned to minimum rate and the patient was being managed with oral medication until the pump could be replaced. The pump was replaced on (B)(6) 2016. The patient's status after the device was removed was "recovered without sequela." There was a sudden loss of therapy. No studies (dye/rotor) were performed. No patient injury occurred.

Manufacturer narrative:
When the pump was received for analysis, the reservoir was empty, it was running at minimum rate infusion mode, and the pump logs showed motor stall and tube set messages. When the pump was programmed to decontaminate and for the dispense test, a ticking sound was heard and no fluid dispensed. Analysis of the pump found corrosion and/or wear and/or lubrication of the gear train and a stall due to gear-pinion. The rotor magnet was turning and engaged gear 1, but the issue was that the teeth of gear 2 had corroded away and could no longer engage the gear 1 pinion. Also, during analysis, the stall did not register in the pump logs. (B)(4) no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.